Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the radical-7 reboots by itself after power up. No patient impact or consequences were reported.

Event description:
The customer reported the radical-7 reboots by itself after power up. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device did not reboot by itself after powering up and was able to stay powered on during the duration of the testing, on ac power, as the device was returned with no battery. The device had one of the pogo pins stuck on the system circuit board; however, it did not affect the functionality of the device. (B)(6).